Manufacturer narrative:
(B)(4). Section d4: device details including lot#, date of manufacturer left blank as this was not provided by the healtcare facility. The serial number field was intentionally left blank as the information is not applicable. Method: from the reported six cannula's, one ojr416 optiflow junior 2 nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. The healthcare facility also provided additional information relating to the reported event upon request. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject ojr416 optiflow junior 2 nasal cannula revealed that the tubing was found detached from the cannula. Glue was visible on the detached tube and inside the cannula tube joint. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the ojr416 optiflow junior 2 nasal cannula. Based on our knowledge of the product the tubing was likely subjected to excessive force. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr416 optiflow junior 2 nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the ojr416 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of six ojr416 optiflow junior 2 nasal cannula came apart while fitting to the patient. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A healthcare facility in arkansas reported via a fisher & paykel healthcare (f&p) field representative that the tubing of six ojr416 optiflow junior 2 nasal cannula came apart while fitting to the patient. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.